Manufacturer narrative:
No scrolling noted. Failure analysis found intermittent up arrow buttons due to moisture damage on keypad trace. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched case.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling and the buttons were hard to press. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.